Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection. The cause of the infection was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. Action with pd therapy was not reported.